Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Results - a lens work order search was performed; no similar complaint was found within the same work order. Conclusions - (no device failure): based on the complaint history and work order search, a likely root cause of the event has been determined to be due to the off-label use of the injection system with this model lens. This lens was used with an injection system other than what is claimed in our labeling, therefore the performance, safety and efficacy of the lens cannot be substantiated. (B)(4). Device has not been returned.

Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens into the patient's eye but once the lens was in the eye, the physician noticed the haptic had torn. The lens was removed with no patient injury. The physician attempted to implant a backup lens, but that also tore. A third lens, same model but with different diopter size 2.0 was implanted without any incident. Patient is doing well. The physician used an injection system from another company that is not recommended by staar. The reporter stated the physician is aware of off-label use. See MFR #2023826-2015-00484 for the backup lens.

Manufacturer narrative:
Correction: results: a lens work order search was performed and one similar complaint was found. Device evaluated by manufacturer?: no, no lens in returned packaging. Conclusions: based on the complaint history and work order search, this lens was used with an injection system other than what is claimed in our labeling, therefore the performance, safety and efficacy of the lens cannot be substantiated. (B)(4). Device not in returned packaging.